Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illness. Manufacturer¿s reference number: (B)(4) .

Event description:
It was reported (via mw5090120) that a female patient who had unknown mentor gel implants placed experienced several unexplained systemic symptoms post procedure. Six months after the breast implants were placed the patient had a hysterectomy. Irritable bowel syndrome, hair loss, chronic fatigue, depression, anxiety, and a thyroid problem were all noted, while other unspecified symptoms were also indicated. No device issue such as rupture was reported. The root cause of the patient¿s symptoms is unclear. The devices were explanted on (B)(6) 2019. See 1645337-2019-24115 for contralateral prosthesis report.